Manufacturer narrative:
Product event summary: analysis confirmed that there were multiple errors found in the logs; the main printed circuit board (pcb) was electrically out of specification. It was also found that the atrial output connector was broken. Additionally, all six case screws and three plugs were found to be contaminated. One of the encoder nuts was found to be loose, and the lower case was broken. One middle pcb screw boss was stripped on the liquid crystal display (lcd) frame, and all four bosses for the lcd frame turned in the upper case. Following service and repair, failure analysis was performed on the main board and lower case. Visual inspection revealed no anomalies. The main board powered up to an error. The electrically erasable programmable read-only memory (eeprom) was replaced. The main board was powered on and the display stated that a button was being pressed while no button was pressed. It was noted that the signal for the down arrow button was permanently pulled low indicating a button press. A pin was lifted of the field-programmable gate array (fpga). The unit then powered on to the main menu. The log was reviewed. Three errors were verified in the lo gs. Conclusion: confirmed the customer report of an error on power-up. The failure was caused by a corrupt eeprom. A stuck button was also noted to be caused by a faulty fpga. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was displaying an error. The batteries were left out of the unit to drain the capacitors for approximately eight minutes, but when the unit was powered back on the error reappeared. The epg has been returned for service. There was no patient involvement.